Event description:
Pt noted eschar area along the lower edge of the pacemaker on 9/25/96 and came to ER on 10/2/95 admitted to r/o pacemaker infection. Infectious disease consult called and infection was ruled out. To prevent extrusion of the pacemaker generator, the pacemaker was surgically removed without complications on 10/6/95.